Manufacturer narrative:
Technical evaluation: the pump was turned on and the pressure could not be adjusted using the vacuum regulator dial. Conclusion: the regulator dial was loose and does not operate properly. (B)(4).

Event description:
The site received a brand new pump that was not maintaining proper aspiration on the first run.